Event description:
A malfunction alarm labeled malf 0 was reported, yet no notable events occurred before it. The customer's blood glucose did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears, which the customer understood.